Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 09-apr-2024, it was reported that the patient faced an issue with infusion set as the tape was not sticking. Moreover, there was bleeding at the site. No further information was available.